Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to a cystoscopy with bladder stone fragmentation, an ngage nitinol stone extractor was tested prior to use and would not open properly. Nothing on the basket was noted to be broken. Different stone extractors were used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The available evidence indicated the device was made to specification. A review of the device history record found 14 non-conformances related to the reported failure mode. The 14 devices were scrapped. All devices are 100% inspected for proper operation. All other devices from the lot were found to pass the inspection checks. A review of complaint history records shows one other complaint associated with the complaint device lot. All extractors are verified to assure the basket opens and closes properly during manufacturing and at subsequent quality inspections. All devices from the lot that were shipped passed the multiple functional checks. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. It is likely, the issue is associated with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to a cystoscopy with bladder stone fragmentation, an ngage nitinol stone extractor was tested prior to use and would not open properly. Nothing on the basket was noted to be broken. Different stone extractors were used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.